Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensors. It was reported that the pump suspended. The customer's blood glucose level was reported to be 174.6, and the sensor reading was 63mg/dl. It was reported that the customer had received calibration error and bad sensor alerts. Troubleshoot was reported to be conducted. It was reported that the customer was advised to change sensors and that it would have to be replaced.